Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device would not staple but cut. The surgeon use sutures to complete the procedure. There was no patient consequence.